Manufacturer narrative:
(B) (4).

Event description:
A confirmed motor stall was reported and recorded in the event logs that was caused by the pt having an MRI or other medical procedure. There was no recovery seen on the event logs or after the pump was interrogated. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.